Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple repgromming. It was also stated that the patient was having difficulty charging the ipg. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.